Event description:
30 minutes after starting the machine, a burning smell was noticed when attaching lead wires to the es-5-100 stimulator box. The unit was immediately removed from service. The stimulator box was connected to a cadwell cascade elite. Later investigation revealed the inside of the stimulator box was extensively burned and the case was partially melted. The concern here is this device was located under the surgical drape near the patient's foot and if a flame had protruded, it would set the drape on fire. There was a minor delay while the stimulator box was replaced. There was no harm to the patient.there was a fairly large section of the circuit board that was charred and it is likely that there was a small flame inside the box at one point. Coincidentally, a second stimulator box in a different room failed on the same day, but not as extensively burned. According to the manufacturer, if the clinicians accidently plug the stimulator box into the wrong port (aux. Port) on the main unit, this kind of burning failure is common. Apparently, if the clinician even plugs it in for a brief time, it will damage components and cause failure. The plugs are similar to standard computer vga video connectors with one pin hole blocked and a corresponding missing pin on the plug to act as a key against misconnection. Close examination of the socket on the main unit revealed that the key plug was missing on one of the aux. Connectors making it possible to misconnect easily. Clinicians report that it would be highly unlikely that the cable was misconnected. Another possibility is the cable that goes from the main unit to the stimulator may have been damaged by other equipment rolling over it, causing a short, but the cables tested ok.